Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer reported a blood glucose level of 99 (mg/dl). The contact did not have the pump available to complete troubleshooting; however, a system check showed the pump was performing expected. The contact reported that the customer would change their cartridge and infusion set.